Event description:
It was reported that the patient's right ventricular (rv) lead had a history of non sustained right ventricular (rv) oversensing. Externalization of conductors was observed on the rv lead. Other lead trends were stable. The rv lead was capped 18 nov, 2021 and replaced. The patient was stable throughout the procedure and was discharged.